Manufacturer narrative:
(B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had modular pinnacle metal on metal prosthesis and was being revised for elevated metal ions. Evidence of taper corrosion when metal liner and head were explanted. No evidence of pseudo tumour. A polythethylene liner and ceramic ts head were implanted. No surgical delay. Doi: unknown; dor: (B)(6) 2022; affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.